Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition as expected in reusable devices. The device has no structural anomalies or breakages. The cable connector and pins are in good condition. No other anomalies were noted. To test its functionality, the device was connected to a test fms vue pump, also a test shaver handpiece was wired through the interface cable. When the shaver was activated/powered on, the blue indicator light was not flashing on the device, the suction function could not be activated. The overall complaint was confirmed as the observed condition of the fms connect (vue) would have contributed to the complained device issue. Based on the investigation the root cause is traced to wear of device's internal components, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a non-working interface cable. As per IFU, prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use.¿ it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Report 2 of 2 for (B)(4). It was reported that during an unknown surgery, while using the fms vue pump device and fms connect (vue) device, it was observed that the pump gave multiple errors codes and it incorrectly recognized the interface cable as a shaver. During in-house engineering evaluation, it was determined that the device had suction failure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.